Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g4, g7, h2, h4, h6, and h10. The device history record review confirmed that device conformed to specifications at the time of shipping. The device was repaired for a full factory refurbishment in the past year in december 2019, january 2020, and july 2020. It is likely the user may have used the device without noticing leakage. Water/moisture may have invaded the device from the location of leakage and caused temporally short circuit of charge couple device (ccd) and internal circuit board of scope connector, which led to the issue of damage to the ccd resulting in no image. The instructions for use includes the following statements: ¿ operation manual alerts on adding stress to universal cord and video connector as follows: important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: do not bend, hit or twist the insertion section, control section, universal cord, video cable, video plug and light guide connector. The endoscope may be damaged and water leaks and/or breakage of internal parts such as the ccd cable can result. ¿ alerts on use of scope with leakage as follows: important information ¿ please read before use: precaution for disappeared or frozen endoscopic image: if bubbles emerge from the endoscope continuously during leakage testing do not use the endoscope. Water may enter from the hole and short the internal circuit. This may result in breakage of the switch and ccd.

Manufacturer narrative:
Additional information about the event is not yet available. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not known. The user¿s complaint was confirmed. Upon inspection and testing it was observed that the device yielded only lines for image, even after temporary connector. Fluid was inside and damaged the charge couple unit. Additionally, cracked distal end rubber glue, leaking on light guide tube with fluid entering inside the scope while it was immersed in fluid during sterilization, cracked m-case.

Event description:
As reported for this event, during preparation for use for an unknown procedure the device yielded no image. There is no patient involvement and no reported harm to any patient.